Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in sensing and pacing impedance. It was discovered that the lead had perforated the heart tissue which caused cardiac tamponade. Pericardiocentesis was performed to drain the resulting fluid and the lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.